Manufacturer narrative:
Evaluation summary:the condition of a pump with failure code 810:04 was confirmed in the pump's event history file during product evaluation. This failure code was caused by an out of calibration air in line printed circuit board. The air in line printed circuit board was therefore recalibrated.

Event description:
During product evaluation, failure code 810:04 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.